Event description:
It was reported patient had multiple falls and not receiving effective therapy and leads showing high impedances in most contacts. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that imaging confirmed both leads were fractured. Surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 correction: the reporter's information was updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.